Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "catheter restriction" alarm generated and the iab catheter was removed. The iab was inserted into the left subclavian which is an off-label insertion site. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing and fiber optic cable was found to be cut 4.3cm from the y-fitting the remaining portion was not returned with the product. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported alarm, catheter restriction event cannot be confirmed by the evaluation due to the returned condition of the catheter. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "catheter restriction" alarm generated and the iab catheter was removed. The iab was inserted into the left subclavian which is an off-label insertion site. There was no reported injury to the patient.